Event description:
I got my essure on (B)(6) 2009, within a week or 2 of having them I got a kidney stone that had to be surgically removed. Back pain, neck pain, numbing/tingling down my sides in my hips, feet, hands, arms, legs., sharp intense pains in my lower abs, pains in my knees, heavy bleeding during menstrual (1 pad every 15 mins), blood clots, shootings pains in my pelvic, pressure in my vagina, pains in hips and buttocks, no sex drive, stress, depression, pain and anxiety, headaches. In and out of drs and ers. In (B)(6) 2012, I had an hsg done and it came back as normal. I woke up one morning and couldn't walk, my mom took me to the ER and they found degenerative disc disease, degenerative joint disease, arthritis, disc bulge, 2 pinched nerves, bilateral formation in my lower back. Also did ultra sounds and found cysts on my ovaries, cyst on my kidney, broken pelvic, blood in urine, endometriosis. Soon after on (B)(6) 2012, I had them removed. I suffer now from vit d deficiency, osteopenia, joint disease in all joints, bone spurs, degenerative disc disease, arthritis, nerve damage, high sugar, muscle spasms, anxiety and very high fear of medicine. I am forced to take forteo just so maybe my bones will grow. I take vit d supplements and glucosamine relief for pain. My life isn't the same anymore, I'm in constant pain still, I haven't had anymore kidney stones, cyst on my ovaries, endometriosis, or pelvic and ab pain. All my tests and exams I have bloodwork, MRI and xrays, ultra sounds. I am still going for testing, this inst the end of my story. (B)(4).